Event description:
The facility reported a colleague infusion pump with a failure code of 550:320. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the general patient ward department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 550:320 was confirmed by baxter personnel during product evaluation. The root cause was assigned a faulty speaker harness. The speaker harness was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.